Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device was received with scratched case and minor scratched lcd window. No broken reservoir tube lip or missing reservoir tube retainer noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and had damage. The customer¿s blood glucose level was 400 and 580 mg/dl. She has been off and on shots. Her average blood glucose is about 176-183 mg/dl. Last 2 weeks blood glucose has been in between 320-470 mg/dl. The customer was treated with manual injection. The customer states the pump was cracked and broken. The customer also states able to lock the reservoir in place. The customer declined troubleshoot for high blood glucose. The insulin pump will be returned for analysis.